Event description:
This spontaneous case report was received by regulatory authority in (B)(4) on 15-mar-2016 from an adult female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2015, essure (fallopian tube occlusion insert) was inserted. She is allergic to products and food intolerance. On (B)(6) 2015, the consumer experienced complication of device insertion and 1 coil went well, 1 coil went outside the fallopian tube, an x-ray was taken and the coil could be left where it was. On an unspecified date the consumer experienced lower back pain / back contractions, eczema, increase or heavy blood loss during menstruation, irregular bleeding or breakthrough bleeding, pain during ovulation, pain during menstruation, increase/decrease of weight, tiredness, mood swings, swollen abdomen, vaginal fungal infection, dry vagina, and dreamy feeling. She had work-related problems, problems with daily tasks and relation and/or family problems. She looked for homeopath. She had blood tests done but not mentioned the results. Essure removal is planned. Company causality comment: this spontaneous case report refers to a adult female consumer who had essure (fallopian tube occlusion insert) inserted and she presented lower back pain and back contractions, serious event and listed in essure reference safety information. Abdominal, pelvic and back pain may occur during essure use. In this present case consumer presented back pain and back contractions after insertion, which led to work-related problems, problems with her daily tasks and relation and family problems, therefore essure removal was planned. Given event's nature, causality cannot be excluded. This case was regarded as incident since device removal will be required. Other non-serious events were reported. The product technical analysis has been sought. No further information could be obtained

Manufacturer narrative:
Quality-safety evaluation of ptc received on 06-oct-2016: the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Device similar incident listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-oct-2016 for the following meddra preferred terms: back pain: the analysis in the global safety database revealed 211 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and she presented lower back pain and back contractions, serious event and listed in essure reference safety information. Abdominal, pelvic and back pain may occur during essure use. In this present case consumer presented back pain and back contractions after insertion, which led to work-related problems, problems with her daily tasks and relation and family problems, therefore essure removal was planned. Given event's nature, causality cannot be excluded. This case was regarded as incident since device removal will be required. Other non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No further information could be obtained